Event description:
It is reported that the trial head fell off during repositioning procedure. Didn't fit firmly on cone. The trial head. The surgery was delayed. Second surgery was reported under report number 9613350-2012-00792 (B)(4). .

Manufacturer narrative:
The MFR did not receive the devices yet. The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, a f/u report will be submitted. (B)(4).